Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family was reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 48 mg/dl at the time of incident. The customer was reported other blood glucose value such as over 300 mg/dl. The customer treated high blood glucose with bolus and low blood glucose level with coke. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.